Event description:
Rptr rec'd a call from someone at a hospital regarding a "clicking" noise in their hand/foot unit. The description of the noise sounded just like what is common with the ferrite pot course of the ballast or they snap together when power is applied and a magnetic field is created. The caller wanted to know if there could be any chance of a dangerous situation with a potential shock hazard to either the pt or the operator. Reporter assured caller that the machine was thoroughly grounded and that any such risk was very low, but if they had any concerns they should have it checked before further use. They were to have their biomedical people check the machine before further use and call back if they felt there was anything requiring further attention. No call was received.